Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 5554 implantable pacing lead (B)(6) 2003. 1258t competitor implantable pacing lead (B)(6) 2011.

Event description:
It was reported that the patient presented in the emergency room with beeping. The right ventricular (rv) coil and the superior vena cava (svc) coil of the right ventricular (rv) lead both had high impedance. The lead configuration was adjusted which resulted in oversensing, so it was then changed back. The lead was then removed from the implantable cardioverter defibrillator (ICD) header, cleaned and reinserted again with poor measurements. The lead was capped and a new rv lead was inserted. Impedance appeared normal but went out of range when connected to the ICD. The ICD was removed and a new ICD was connected to the new rv lead and impedance was in normal range. No patient complications have been reported as a result of this event.